Manufacturer narrative:
Clarification to d6a: partial implant date of 1999 provided. However, this misaligns with the reported manufacture date of this device (01/jun/2004) and this field has been left blank while follow-up is being performed. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "effusion", "soft", "fibrous capsule", "completely ruptured intracapsularly". This record is for the right side. Device was explanted.